Event description:
Clinical report states hip & buttock pain, osteolysis between superior & inferior well of sleeve. Slight reabsorption of greater trochanter, numbness which radiates to toes. Update rec'd (B)(6) 2014 - clinical report states that the patient's left hip was revised on (B)(6) 2014 to address osteolysis. Therefore, the complaint is being changed from MDR-no to MDR-yes. This complaint was updated on : (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: update rec'd 05/29/2014 - clinical report states that the patient's left hip was revised on (B)(6) 2014 to address osteolysis. The devices associated with this report were not returned. Per wi-3430, a review of the device history records for the provided product and lot combinations is no longer required. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.